Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, stiffness, weakness, and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: patient.

Event description:
Update jul 18, 2017: medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised due progression of metal ion levels. Revision notes noted that the left leg was longer than the right leg, some synovitis in the tissues but no obvious signs of metallosis, and clear fluid. Laboratory results for cobalt-chromium were above 7ppb. Product information of stem updated. This complaint was updated on jul 25, 2017.

Manufacturer narrative:
Litigation received. Litigation alleges pain, discomfort, stiffness, weakness, and elevated metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.